Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, a perforation of the left atrial appendage was noticed and confirmed by intracardiac echocardiography (ice). The patient was taken to the or and was in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a perforation of the left atrial appendage was noticed and confirmed by intracardiac echocardiography (ice). The patient was taken to the or and was in stable condition. Upon request, additional information was provided on the event. The patient¿s baseline was good before the procedure. After the first transseptal was completed the physician introduced the ez steer thermocool sf navigational catheter into the left atrium via the transseptal sheath. The physician attempted to advance the catheter into the left inferior pulmonary vein to maintain transseptal position during the second transseptal. On the cartosound image, a pericardial effusion was noted. The pericardial effusion was seen increasing. Upon looking at the catheter position it was believed that the ablation catheter was advanced into the laa instead of the left inferior pulmonary vein. The event was noted between the two transseptal procedures. The physician¿s opinion on the causality was that he thought the catheter was out of the lipv, the catheter was not connected to the carto so it was not reflecting the electrograms and that he should have not have pushed the catheter so hard. There was no difficulty in manipulating the catheter before the event. The flow setting was 2ml/min. The sheath used was the sl1. The act was maintained at 250-300. The pericardial space was ¿tapped¿ by the physician and approximately 2 liters of blood was removed. The bleeding appeared to slow down but still increased. By the time the patient was taken to the or the bleeding had stopped and the surgery was no longer needed. The patient recovered, stable, awake and ¿in good health.¿ the event was life-threatening. The event required extended hospitalization.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: unknown, serial #: (B)(4). Soundstar catheter, model #: m-5723-05, lot #: s1096473. (B)(4).